Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 months ago, extravascular (ev) lead r-waves had dropped, and noise episodes were noted. Reprogramming was conducted. However, the ev lead then experienced an episode of noise where anti-tachycardia pacing (atp) was delivered, though the shock aborted. Additional ev lead reprogramming was conducted. At that time, different sensing vectors were tested. It was indicated that r-waves were small and oversensing was noted in a tested configuration. Recently, numerous non-sustained ventricular tachycardia noise episodes were noted along with an oversensing-noise episode which triggered a noise warning. It was reported the patient was likely working out when the noise warning triggered. It was indicated that ev lead myopotentials could be reproduced with crunching; however, it was not for a sustained significant duration. It was noted that the ev lead oversensing was a result of varying r-wave amplitudes and large myopotential amplitudes that resulted in the r-wave and noise amplitudes being similar. The ev lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a chest x-ray was performed, and the ev lead migrated down slightly from the original position. Reprogramming was done, which increased the r-waves with no oversensing and the best vector for sensing was programmed. The ev lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Subsequently, it was reported that a lead revision was performed to reposition the lead. The lead is still in use.